Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps exhibited poor opening/closing of the tip. Surgery was completed with an alternate forceps with no patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The samples received with inner blister, outer blister and cover foil showing the lot information. The sample shows no macroscopic signs of damage. The samples show signs of surgery residues and are returned in different statuses. The samples were visually inspected with the aid of a photomicroscope with various magnifications. The samples were functionally tested. It was noticed that the forceps get stuck in a closed status. The forceps only can get open again by pushing the shaft manually down. As the blisters were opened by the customer, he handled the products. The point in time when the malfunction occurred, can no longer be determent. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).